Manufacturer narrative:
Device and event has been evaluated. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the probe was broken at 14 mm from its distal end. Scratches were observed around the broken area of the probe. Also, the coating of the probe around the scratches was partially peeled off. Upon inspection of the broken surface of the probe, it was discovered that cracks were progressing from the scratched of the probe. No contact marks or scratches were observed on the non-insulated area of the grasping section. Based on the analysis results of the actual product and the results of past investigations, it is likely that the broken probe issue occurred as below: 1. Probe contact with hard tissue such as bone or calcified tissue, metal clips, staples, or other surgical instruments. 2. The coating of the probe was peeled off by ultrasonic vibration. Also, the probe was scratched. 3. Because the probe was subjected to the load of sealing and cutting and grasping the tissue, cracks started from the scratch. Also, an error occurred. 4. Some kind of load was applied to the probe and it broke. The instructions for use includes the following statements that warn against the issue: ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic low anterior resection procedure, while the doctor was outputting seal and cut, an unknown error code occurred. The device was removed from the patient body for checking. The device probe broke off when the facility staff wiped the tip outside the patient body. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The functional mode and settings at the time of the went were seal and cut 1, seal 3. The device was inspected prior to use with no anomaly noted. Per the nurse, the event may have occurred due the device gripping a metal object such as a clip.